Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Upon further investigation, it was determined that the reported problem could not be identified as no alarms were present in the event log. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. It was noted that the lithium battery was weak, resulting in alarms not being registered. The batter was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the homechoice (hc) device has been made. Should the device be received or additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.